Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent had detached from the balloon. Only the stent was returned for analysis. The entire stent appears severely damaged with stent struts severely stretched longitudinally. The damage is consistent with a stent been expanded and subsequently stretched. The stent delivery catheter was not returned for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
It was reported that the stent was explanted. The target lesion was located in the obtuse marginal (om) branch and left circumflex (lcx) artery. A 2.25x38 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced and was successfully deployed in om. The physician then decided to treat the lcx but had difficulty wiring the vessel. A non-bsc guide wire was then used and several balloon catheters were advanced but failed to cross the lesion. The guide wire was removed from the lcx, however the wire got caught on the previously placed stent. The guide wire has pulled the stent out from the om and was completely removed from the body. The physician has wired both the lcx and om, and deployed several promus premier stents. The procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that the stent was explanted. The target lesion was located in the obtuse marginal (om) branch and left circumflex (lcx) artery. A 2.25x38 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced and was successfully deployed in om. The physician then decided to treat the lcx but had difficulty wiring the vessel. A non-bsc guide wire was then used and several balloon catheters were advanced but failed to cross the lesion. The guide wire was removed from the lcx, however the wire got caught on the previously placed stent. The guide wire has pulled the stent out from the om and was completely removed from the body. The physician has wired both the lcx and om, and deployed several promus premier stents. The procedure was completed. No patient complications were reported and the patient's status was good.